Event description:
The following was reported by the attorney for the pt: (B)(6) 2006, pt had a bard composix kugel hernia patch, product code, 0010201, implanted to repair a ventral hernia. On (B)(6) 2009, pt presented to physician with complaints of pain. A CT scan revealed an abdominal abscess. She was treated with antibiotics and drainage. On (B)(6) 2010, after continued drainage and intermittent fever, the pt underwent surgery to remove the mesh. The surgeon discovered a small bowel fistula and adhesions of the mesh to the small bowel. The mesh was removed and a small bowel resection was performed. The attorney alleges that the pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all patient, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. Based on the info available, no conclusion can be drawn at this time.